Event description:
Stream of air passed ultrasonic air bubble detector (uabd) and came within 1 inch of venous connector to catheter before machine alarmed. There was no pt injury or medical intervention.